Manufacturer narrative:
H6: health effect ¿ clinical code. H6: updated investigation finding. H6: updated investigation conclusion. H6: conclusion code d17: appropriate term/code not availabe for ¿withdrawn complaint¿. H6: health effect impact code: f26: no health consequences on impact . H6: medical device component: g04088: membrane. Previous patient code (3190) was reported based on the original complaint and is no longer applicable per gore¿s investigation. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim, no problem detected, and ¿withdrawn. Medical records: ¿ the known medical records span (B)(6), 2005 through (B)(6), 2010 and not all records received in this time span are relevant to the alleged gore-tex® soft tissue patch. ¿ medical records for (B)(6), 2007 through (B)(6), 2010 were not provided. Patient information: medical history: none surgical procedures: ¿ (B)(6) 2005: exploratory laparotomy and partial omentectomy. ¿ (B)(6) 2005: incisional herniorrhaphy [primary closure]. ¿ (B)(6) 2006: repair of recurrent incisional hernia with mesh. ¿ (B)(6) 2006: laparoscopic lysis of adhesions with laparoscopic cholecystectomy. ¿ (B)(6) 2010: recurrent incisional hernia with proceed mesh. Relevant medical information: ¿ (B)(6) 2005: operative indications: ¿patient presented earlier this year with right upper quadrant pain. She proved to have an inflammatory response in her omentum and had to undergo partial omentectomy at that time. Subsequent to that she did well. Last week, she experienced severe coughing fits and subsequent to that noticed a bulging sensation associated with her previous scar. She presented to the office and was found to have what appeared to be an incisional hernia. It was easily reducible at that time. It was recommended that she had (sic) this repaired.¿ ¿ (B)(6) 2005: inpatient hospitalization [hospitalization dates unknown] (B)(6) 2005: incisional herniorrhaphy. ¿she was given preoperative antibiotic in the event of possible mesh use. Her abdomen was then prepped and draped using standard surgical technique. The previous incision in her upper mid-epigastric was reopened and indeed revealed a small, probably about 2 to 3 cm hernia. The hernia sac was dissected out from the surrounding fascia. The sac was then submitted to pathology. The contents were returned to the abdomen and then the defect was closed with interrupted figure-of-8 pds. The wound was irrigated. The skin was approximated with staples. Specimens submitted.¿ (B)(6) 2005: pathology. ¿gross description: the specimen is received fresh in a container labeled ¿incisional hernia sac¿. The specimen consists of a portion of yellow fatty tissue measuring 4.7 x 2.2 x 0.8 cm. Sectioning through the specimen reveals no gross masses or lesions.¿ implant preoperative complaints: ¿ (B)(6) 2006: operative indications. ¿patient presented once with omentitis, had undergone exploration with resection of the omentum. Subsequent to that, she developed an incisional hernia and about a year ago, it was repaired using interrupted figure-of-eight closure. She presented back to the office 3 weeks ago complaining of discomfort and bulging sensation. Clinically, she was felt to have a hernia and this was confirmed by scan. It was recommended that she have a repair with mesh.¿ implant procedure: repair of recurrent incisional hernia with mesh [¿composite gore-tex mesh¿ unk/unk]. Implant date: (B)(6), 2006. ¿ description of hernia being treated: ¿the skin incision was made through the previous scar. Using the bovie, the underlying tissues were resected down. The hernia sac was very obvious. It was dissected out. She actually had multiple levels of herniation within the incision. These were all connected.¿ ¿ implant size and fixation: ¿the incision was widely opened. The redundant hernia sacs were excised. A composite gore-tex mesh was used for closure. This was placed into her abdomen and sutured on the intraperitoneal side widely around the defect. Once this was fully in place, the midline was then closed in layers, and the skin was then closed with staples.¿ (B)(6) 2006: pathology. ¿specimen sources: incisional hernia sac. Clinical information: recurrent incisional hernia. Diagnosis: incisional herniorrhaphy: portions of fibroadipose tissue with focus of resolving fat necrosis, features consistent with contents of incisional hernia sac. Gross description: the specimen is received fresh labeled ¿incisional hernia sac¿. The specimen consists of a portion of pink/tan to yellow soft tissue measuring 8.3 x 3.7 x 1.4 cm. The specimen is serially sectioned. No masses or lesions are identified.¿ relevant medical information ¿ (B)(6) 2006: operative indications: ¿the patient is a 48-year-old white female who has been having vague abdominal pain, bloating, reflux. She was seen by gi, had a hida scan, which shows a clearly abnormal ejection fraction and this was felt to be contributing to her problem and it was recommended she undergo cholecystectomy.¿ ¿ (B)(6) 20/06: inpatient hospitalization [hospitalization dates unknown]. (B)(6) 2006: laparoscopic lysis of adhesions with laparoscopic. Cholecystectomy. ¿she was given preoperative levaquin. She had an upper midline incision with repair of an incisional hernia with dual gore-tex mesh, so the intent was to avoid this field. Therefore, a small skin incision was made in the infraumbilical region and then a 5-mm port trocar was introduced after lifting up on the fascia. Through this port, pneumoperitoneum was achieved. The positioning of the port within the abdomen was confirmed with a videoscope before continuing on with the pneumoperitoneum. The pneumoperitoneum was achieved. The videoscope was then introduced again to the abdomen and I was able to position the camera through bands of adhesions into the right upper quadrant, which appeared to be free of adhesions except for some few flimsy ones up above the liver. A second 5-mm port trocar was then introduced to the right abdomen and then through this, I was able to introduce metzenbaums and lysed a few of the adhesions over the liver and in the area towards the midline and then a skin incision was made above the level of the mesh previous incision, and a 10-mm port trocar was introduced. Through this, the maryland dissector was introduced. The maryland was then used to dissect away the inflammatory adhesions from the gallbladder. Once the intundibular region could be identified, another 5-mm port trocar was introduced to right abdomen, and another grasping forceps was then introduced. The infundibular region was grasped and the gallbladder retracted anterior and laterally. The maryland was then used to further dissect out the infundibular region enough. Ultimately, the cystic duct was identified. It was clipped multiply and then divided. Cystic artery was clipped multiply at times and divided and then the gallbladder was dissected free from its bed using the spatula blade attached to the bovie electrocautery. Once it was freed, it was brought out through the port and then removed from the field and submitted to pathology. The right upper quadrant was irrigated extensively removing some bile, blood. Adequate hemostasis was felt to be obtained. The ports were removed under direct visualization. There was no apparent intraperitoneal bleeding, no apparent intraperitoneal injury otherwise. Finally, the umbilical port and camera were removed as a unit visualizing the tract on the way out. The fascia was closed with a 10-mm port site in the mid-epigastric region as well as a stitch was put at the umbilical site. All the wounds were irrigated. All the wounds were closed with subcuticular plain.¿ (B)(6) 2006: operative findings: ¿she did have a distended gallbladder with some discoloration, wall thickening, and numerous inflammatory adhesions consistent with the hida finding and chronic cholecystitis.¿ (B)(6) 2006: pathology. ¿gross description: the specimen is received fresh in a container labeled ¿gallbladder¿. The specimen consists of a previously opened gallbladder measuring 8.3 x 3.2 x 2.6 cm. The serosal surface is smooth and glistening. The gallbladder wall measures up to 0.4 cm. The mucosal surface is pink, tan and roughened. No calculi are identified.¿ explant preoperative complaints: ¿ (B)(6) 2007: operative indications: ¿patient presented with omental infarction, had that explored and removed through a midline. She developed and incisional hernia that was repaired, it recurred, it was repaired again with mesh. This recurred again the second time. In the interim she has undergone laparoscopic cholecystectomy for her gallbladder which may or may not be contributing to the problem. In any event, it was recommended, she had this area repaired again.¿ explant procedure: reduction of repair of incisional hernia and removal of previously placed mesh. Explant date: (B)(6), 2007. ¿ (B)(6) 2007: ¿the previous midline incision was utilized. Dissection carried down entering into the hernia sac which was then widely dissected away from the abdominal wall and submitted. The fascia was dissected out on both sides laterally quite extensively. The previous mesh was dissected away and removed from the field. The midline was then brought together with interrupted figure-of-eight heavy pds. It seemed to come together without tension at this time and the sutures were placed at very close interval. The wound was then irrigated. A drain was placed and brought out through a separate stab incision inferiorly to minimize seroma and the wound was then closed with staples. Patient tolerated procedure well.¿ operative findings: ¿she had a hernia as expected, the whole area had pretty well broken down and the mesh itself was just contracted into the small bowel up to the right medial portion of the previous repair.¿ (B)(6) 2007: pathology. ¿specimen sources: incisional hernia sac. Mesh from abdomen. Clinical information: recurrent incisional hernia. Diagnosis: hernia, incisional excision: fibroadipose tissue with focal area of scarring, consistent with incisional hernia. No evidence for malignancy. Mesh from abdomen, removal: foreign material with associated fibroadipose tissue (see also gross description). Gross description: the first specimen is received fresh labeled with the patient¿s name and ¿incisional hernia sac¿. The specimen consists of multiple variably shaped dark pink membranous fragments of soft tissue with adherent yellow lobulated fatty tissue measuring 6.5 x 6.2 x 2.8 cm and weighing 59.4 grams. The specimen is serially sectioned. The second specimen is received fresh labeled with the patient¿s name and ¿mesh only¿. The specimen consists of flat fragment of yellow and tan hemorrhagic soft tissue with adherent fat measuring 8.7 x 5.3 x 1.2 cm. On sectioning through the specimen, a yellow tan membranous convoluted appearing cut surfaces are noted.¿ relevant medical information: ¿ (B)(6) 2010: operative indications: ¿patient has had several attempts with incisional hernia repair. She has had mesh in the past with failure. She has had the primarily (sic) with failure and now presents again with failure. It was recommended that she undergo once again with an attempt at reduction and repair.¿ ¿ (B)(6) 2010: reduction and repair using proceed mesh. Conclusion: the alleged ¿gore device¿ is being captured as gore-tex® soft tissue patch for product surveillance purposes only. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: codes 4118/3221 - product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records for the (B)(6) 2005 exploratory laparotomy and partial omentectomy were not provided. (B)(6) 2005: (B)(6). Operative report. Pre/postop diagnosis: incisional hernia. Procedure: incisional herniorrhaphy. Operative indications: ¿patient presented earlier this year with right upper quadrant pain. She proved to have an inflammatory response in her omentum and had to undergo partial omentectomy at that time. Subsequent to that she did well. Last week, she experienced severe coughing fits and subsequent to that noticed a bulging sensation associated with her previous scar. She presented to the office and was found to have what appeared to be an incisional hernia. It was easily reducible at that time. It was recommended that she had this repaired. She presents at this time for such. Operative findings: a small incisional hernia, as above. Operative procedure in detail: patient was brought into the operating room and put supine on the table. She was induced general anesthesia. She was given preoperative antibiotic in the event of possible mesh use. Her abdomen was then prepped and raped using standard surgical technique. The previous incision in her upper midepigastric was reopened and indeed revealed a small, probably about 2 to 3 cm hernia. The hernia sac was dissected out from the surrounding fascia. The sac was then submitted to pathology. The contents were returned to the abdomen and then the defect was closed with interrupted figure-of-8 pds. The wound was irrigated. The skin was approximated with staples. Specimens submitted. Estimated blood loss: minimal. Condition/disposition upon completion: patient tolerated the procedure well, was extubated, taken to the recovery room, where she arrived in satisfactory condition.¿ (B)(6) 2005: (B)(6). Pathology report. Accn number: (B)(6). Specimen sources: incisional hernia sac. Clinical information: incisional hernia. Diagnosis: ¿incisional hernia sac¿, (site not specified), herniorrhaphy: fibroadipose and fibrovascular tissue with focal foamy histiocytes and mild chronic inflammation; consistent with hernia sac. Gross description: the specimen is received fresh in a container labeled ¿incisional hernia sac¿. The specimen consists of a portion of yellow fatty tissue measuring 4.7 x 2.2 x 0.8 cm. Sectioning through the specimen reveals no gross masses or lesions. Representative sections are submitted in cassette a1. (B)(6) 2006: (B)(6). Operative report. Pre/postop diagnosis: recurrent incisional hernia. Procedure: repair of recurrent incisional hernia with mesh. Operative indications: ¿patient presented once with omentitis, had undergone exploration with resection of the omentum. Subsequent to that, she developed an incisional hernia and about a year ago, it was repaired using interrupted figure-of-eight closure. She presented back to the office 3 weeks ago complaining of discomfort and bulging sensation. Clinically, she was felt to have a hernia and this was confirmed by scan. It was recommended that she have a repair with mesh and she presents at this time for such. Operative findings: as above. Operative procedure in detail: patient was brought into operating room, put supine on the table. She was given preoperative antibiotics and induced with general anesthesia. Her abdomen was then prepped and draped using standard surgical technique. The skin incision was made through the previous scar. Using the bovie, the underlying tissues were resected down. The hernia sac was very obvious. It was dissected out. She actually had multiple levels of herniation within the incision. These were all connected. The incision was widely opened. The redundant hernia sacs were excised. A composite gore-tex mesh was used for closure. This was placed into her abdomen and sutured on the intraperitoneal side widely around the defect. Once this was fully in place, the midline was then closed in layers, and the skin was then closed with staples. The patient tolerated the procedure well, was extubated and taken to the recovery room where she arrived in satisfactory condition. Specimens submitted. Estimated blood loss: minimal.¿ product identification records for the alleged ¿gore-tex mesh¿ were not provided. (B)(6) 2006: (B)(6). Pathology report. Accn number: (B)(6). Specimen sources: incisional hernia sac. Clinical information: recurrent incisional hernia. Diagnosis: incisional herniorrhaphy: portions of fibroadipose tissue with focus of resolving fat necrosis, features consistent with contents of incisional hernia sac. Gross description: the specimen is received fresh labeled ¿incisional hernia sac¿. The specimen consists of a portion of pink/tan to yellow soft tissue measuring 8.3 x 3.7 x 1.4 cm. The specimen is serially sectioned. No masses or lesions are identified. Representative sections are submitted in cassette a1. 07/18/07: baptist medical center jacksonville. Gary john bower, md. Operative report. Pre/postop diagnosis: recurrent incisional hernia. Procedure: reduction of repair of incisional hernia and removal of previously placed mesh. Operative indications: ¿patient presented with omental infarction, had that explored and removed through a midline. She developed and incisional hernia that was repaired, it recurred, it was repaired again with mesh. This recurred again the second time. In the interim she has undergone laparoscopic cholecystectomy for her gallbladder which may or may not be contributing to the problem. In any event, it was recommended, she had this area repaired again. She presents at this time for such. Operative findings: she had a hernia as expected, the whole area had pretty well broken down and the mesh itself was just contracted into the small bowel up to the right medial portion of the previous repair. Operative procedure in detail: patient was brought to the operating room and put supine on the table. She was induced general endotracheal anesthesia, given preoperative antibiotics. Scd¿s were placed in [sic] her legs. Her abdomen was then prepped and draped using standard surgical technique. The previous midline incision was utilized. Dissection carried down entering into the hernia sac which was then widely dissected away from the abdominal wall and submitted. The fascia was dissected out on both sides laterally quite extensively. The previous mesh was dissected away and removed from the field. The midline was then brought together with interrupted figure-of-eight heavy pds. It seemed to come together without tension at this time and the sutures were placed at very close interval. The wound was then irrigated. A drain was placed and brought out through a separate stab incision inferiorly to minimize seroma and the wound was then closed with staples. Patient tolerated procedure well. She was extubated, taken to the recovery room where she arrived in satisfactory condition. An abdominal binder was placed on her abdomen at this point. Specimens submitted.¿ there is no mention of infection involving the gore device. (B)(6) 2007: (B)(6). Surgical pathology report. Accn number: s-07-012062. Specimen sources: incisional hernia sac. Mesh from abdomen. Clinical information: recurrent incisional hernia. Diagnosis: hernia, incisional excision: fibroadipose tissue with focal area of scarring, consistent with incisional hernia. No evidence for malignancy. Mesh from abdomen, removal: foreign material with associated fibroadipose tissue (see also gross description). Gross description: the first specimen is received fresh labeled with the patient¿s name and ¿incisional hernia sac¿. The specimen consists of multiple variably shaped dark pink membranous fragments of soft tissue with adherent yellow lobulated fatty tissue measuring 6.5 x 6.2 x 2.8 cm and weighing 59.4 grams. The specimen is serially sectioned and random representative sections are submitted in a1-a2. The second specimen is received fresh labeled with the patient¿s name and ¿mesh only¿. The specimen consists of flat fragment of yellow and tan hemorrhagic soft tissue with adherent fat measuring 8.7 x 5.3 x 1.2 cm. On sectioning through the specimen a yellow tan membranous convoluted appearing cut surfaces are note. Representative random sections are submitted in b1. (B)(6) 2010: (B)(6). Operative report. Pre/postop diagnosis: recurrent incisional hernia. Procedure: reduction and repair using proceed mesh. Operative indications: ¿patient has had several attempts with incisional hernia repair. She has had mesh in the past with failure. She has had the primarily with failure and now presents again with failure. It was recommended that she undergo once again with an attempt at reduction and repair. She presents at this time for such. Operative findings: she did have hernia as expected with multiple perforations along the previous closure line. Operative procedure in detail: patient was brought into the operating room and put supine on the table, induced with general anesthesia. She was given preoperative antibiotics. Foley catheter was placed into bladder, scd¿s were placed on her legs. Her abdomen was prepped and draped using standard surgical technique. The upper midline incision scar was reopened using the bovie, the underlying tissues were dissected down. The hernia was readily identified. The hernia sac was entered which allowed entry into the abdomen. She had omentum and transverse colon adherent. These were meticulously dissected away freeing up the inner abdominal wall. The hernia sacs were then dissected out and the fascia was freshened up completely around and the subcutaneous fat tissues were elevated off the fascia approximately 2 to 3 cm back which allowed good exposure of good healthy fascia. A large piece of proceed mesh was then placed into the abdomen and it was suture tacked circumferentially around to hold it in place and at this point, the fascia was then closed with figure-of-eight interrupted reapproximating the midline. Jp drains were placed, brought out through two separate stab incisions. The fatty tissues were then approximated with vicryl; skin was then closed with staples. An appropriate dressing was applied. The patient tolerated procedure well, was extubated and taken to recovery were she arrived in satisfactory condition. Specimens submitted. Estimated blood loss: minimal.¿ (B)(6) 2010: (B)(6). Pathology report. Accn number: s-10-001105. Specimen sources: incisional hernia sac, herniorrhaphy. Clinical information: recurrent incisional hernia. Diagnosis: incisional hernia sac, herniorrhaphy: mesothelial lined fibromembranous tissue consistent with hernia sac. Gross description: the specimen is received fresh, labeled ¿hernia sac,¿ and consists of multiple, irregular, sacular, tan hyperemic, membranous soft tissues, with attached fat, 8.5 x 6.0 x 1.7 cm in aggregate. There are no discrete nodules or other lesions grossly identified. Representative sections are submitted in cassettes a1 and a2. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Conclusion code remains unchanged. Added patient weight. Added patient medical history.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2006, whereby an alleged gore device was implanted. The complaint alleges that on (B)(6) 2007, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, mesh contracted, additional surgery. Additional event specific information and medical records have been requested.